Manufacturer narrative:
Retainer ring = black .customer complained about the insulin pump having a pump error 4, pump error 53 and pump error 23 during use on event date of (B)(6) 2021. Insulin pump passed displacement test and selftest. Successfully downloaded history files and traces using thus pump error 53 was present in the history file on event date of (B)(6) 2021 11:09:08.000 with line number: 3292 and file number: 568. No unexpected pump error 23 alarms noted during testing. No pump error 4 alarms in the history/trace files on event date of 16-jul-2021 or throughout the history/trace files. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay and scratched case. Pump error 53 was confirmed due to software error. No unexpected pump error 23 alarms or pump error 4 alarms confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a multiple pump error alarm. Customer stated that they was in process of a set change when the error occurred. Customer stated that all the error happened before the rewind and battery change were completed. The insulin pump had not been stored without a battery .no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.